Event description:
It was reported that the patient felt hypoglycemic, overtreated with juice, and subsequently observed hyperglycemia while using the ilet bionic pancreas; the patient reported a lowest glucose of 40 mg/dl and a highest of 400 mg/dl, saw a high reading on both cgm and bgm (bgm 387 mg/dl), received a high alert, and calibrated the sensor during the call, after which the cgm reading was 372 mg/dl and the pump was expected to deliver corrective insulin. Symptoms included shakiness during the low and no reported symptoms during the high. Outcomes included transient hypoglycemia followed by hyperglycemia without hospitalization. Investigation included guided sensor calibration and confirmation that the pump would continue automated correction. Investigation of this case revealed discordance between symptoms and glucose readings likely related to overtreatment of hypoglycemia and sensor calibration needs; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-related factors and physiological variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.